Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing was observed on the right ventricular (rv) lead. Insulation damage was suspected but was not able to be confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.